Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. The returned photo shows the top web with batch #9297815. As it is not possible to perform further investigation based on the photo return. The actual sample would be required for investigation to confirm the actual root cause. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unable to confirm the customer experience based on photo returned. A review of the past 12 months qn was performed. No qn related to reported defect was raised. Root cause description: the root cause cannot be determined. Complaint trend would be monitored. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that blood was leaking into the bd venflon¿ pro safety peripheral safety IV catheter cap during use, and didn't completely stop when tightening it "violently". The user was "exposed" to the leaking blood, but there was no report of whether exposure occurred to the mucosal membrane. The following information was provided by the initial reporter: "repeated complaints about leaking pvc. It is leaky in the white hood and it helps only a little to tighten it "violently"." "Blood exposure."